Event description:
It was observed during the device inspection that the rigid videoscope exhibited foreign material in the cover glass of the insertion section and also displayed a poor-quality image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section contains foreign material, displaying a poor-quality image. A root cause could not be identified. Based on the results of the investigation, the cause of the poor-quality image was likely due to the foreign material in the cover glass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.